Event description:
It was reported that, after a right tka surgery was performed on (B)(6) 2023, the patient experienced posterior tibial dislocation. A revision surgery was performed on the (B)(6)2023 to treat this adverse event in which a jrny ii bcs xlpe art isrt sz 3-4-rt 10mm was exchanged to a journey ii constrained insert 12mm while a gen ii 7.5mm resur pat 26mm, journey tibia base np rt sz 3 and a jrny ii bcs femoral oxin rt sz 3 remained. The current health status of the patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals scratches and gouges in the surface of the device. The visual also reveals the device has damage along the base, more than likely from attempted insertion. The dimensional evaluation revealed that the device has damage that appears to be from attempted use and has the potential to cause an event during attempted mating to the tibial base as described in the complaint. The damage/deformation of several features would not allow for accurate measurement. All measurable critical features that could be measured were within specification. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. Based on the evidence provided, the unsatisfactory experience could be confirmed. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the images provided, that appear to show a posterior dislocation of the knee (with one of the images dated (B)(6) 2023 which would be 2 days prior to revision). The patient¿s posterior dislocation led to the revision; however, the initial implant selection/appropriateness cannot be ruled out as a potential contributing factor to the posterior dislocation given the revision to a constrained insert as the surgical technique notes to consider additional implant constraint in the presence of obesity. The patient impact included the dislocation and the subsequent insert revision (conversion to constrained insert). Further impact could not be determined based on the information provided. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the articular insert. Therefore, no investigation is deemed for the other devices. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided unidentified images appear to show a posterior dislocation of the knee. It was communicated that the patient had possible rheumatism and obesity. The surgical technique for journey ii tka total knee system does note to consider additional implant constraint in the presence of obesity. Based on the images provided, the posterior dislocation led to the revision; however, the initial implant selection/appropriateness cannot be ruled out as a potential contributing factor to the posterior dislocation given the revision to a constrained insert as the surgical technique notes to consider additional implant constraint in the presence of obesity. The patient impact included the dislocation and the subsequent insert revision. Further impact could not be determined based on the information provided. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in the possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include initial implant selection/appropriateness, traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.